Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) sample and one (1) photo were received from the customer for investigation. The sample was visually analyzed using unaided vision. It was observed that the sample has a stopper that has ¿rolled¿ back in one (1) area. The one (1) photo provided by the customer shows the same sample showing the ¿rolled¿ stopper. Rolled stoppers can occur intermittently during assembly of the syringe when the plunger rod and stopper subassembly are pressed into the syringe barrel. A misalignment between the barrel and subassembly can cause the rolled stopper. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of stopper defective / damaged for lot #9029539 item #309653. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: rolled stoppers can occur intermittently during assembly of the syringe when the plunger rod and stopper subassembly are pressed into the syringe barrel. A misalignment between the barrel and subassembly can cause the rolled stopper. Rationale: bd acknowledges that the returned sample has a rolled stopper. The customer reported one (1) occurrence of this non-conformance. This one (1) occurrence would not exceed the acceptable quality limit (aql) of 0.10% for rolled stoppers for the batch. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that before use of the syringe 60ml ll tip 1ml the stopper was wrinkled the following information was provided by the initial reporter: wrinkled stopper.